Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider via a device manufacturer representative on 2021-jun-04. It was reported that the pump was set to minimum rate and the motor stall was not resolved. The cause was undetermined. The pump remained implanted and the patient's weight was not available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving hydromorphone 420 mcg/ml for a total dose of 132.92mg/day and bupivacaine 20 mg/ml for a total dose of 6.33 mg/day via an implantable pump. It was reported that the pump was alarming. The patient stated that the pump started alarming on friday ((B)(6) 2021). The pump logs confirmed a motor stall occurred on friday ((B)(6) 2021) and a tube set message on sunday ((B)(6) 2021). It was noted that the patient did not have an MRI and there was no known magnetic or electromagnetic imaging (emi) interaction. It was reviewed that pump replacement should be considered and the option to program the pump to minimum rate mode if the patient will be provided medication outside of the pump. It was recommended the pump should be sent back for analysis after explant to determine the cause of the motor stall. The issue was not resolved through troubleshooting. Additional information received from the rep indicated that they stated the pump may not be replaced. It was noted they may see how the patient does without it first, but wanted to silence the alarm. The options to silence the alarm or permanent shut down was reviewed and the code was provided in case they want to us that option. No symptoms were reported. The event date was (B)(6) 2021. No further complications were reported/anticipated.